Manufacturer narrative:
The device was returned to olympus for inspection. During inspection it was discovered that the video image has noise. However, the reported event was not reproduced. Based on the results of the investigation, the definitive root cause of the issue could not be determined, no device problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the video image has noise. There was no patient involvement.